Event description:
The customer reported the system would not produce images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the x-ray tube and infra-red hood need to be replaced. Customer has not yet approved the repair.